Event description:
Home patient (hp) contacted baxter's technical service center for assistance. Reportedly, hp received a "check lines and bags" alarm, in response to this alarm, hp unspiked heather bag from the heater line of the homechoice set and replaced it with a new 5l bag. Operational service representative (osr) assisted hp in ending homepatient's treatment early and setting up with new supplies to complete hp's therapy. No patient injury or medical intervention was assoicated with this incident, per rn. Rn will review proper procedures with hp.